Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test or confirm alarm in alarm history due to motor error alarm. The insulin pump also received with minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal delivery. The customer stated that the insulin pump was exposed to a magnetic resonance imaging machine. The customer's blood glucose was 299 mg/dl. The customer did not recall any significant events leading to the alarm. She stated that she thought she received a motor position encoder error alarm as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She noted that she had visited the hospital to obtain a back-up plan but was not admitted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.